Event description:
Customer reported that she had unexplained low blood glucose because her insulin pump over delivered the insulin. Customer stated that she had high blood glucose of over 600 mg/dl, she delivered a correction bolus and an hour later she had low blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.